Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device powered on and did not operate normally. An error code was found in the ventilator's downloaded error log indicating a ventilator inoperative motor failure. The device did not pass testing, due to the motor failure. The customer has requested no repair, and no repairs were made to the unit. Additional findings not related to the malfunction/issue include the dc port is damaged, the enclosure is damaged below sd door and right bottom, and the top left of the base is cracked.